Event description:
Customer reported, the insulin pump alarmed motor error. Customer's blood glucose was 328 mg/dl. Customer stated the device had fallen out of pocket a couple of times. Customer was sitting down when alarm occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.